Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the equipment. When the rep got to the system it was plugged in and charging. The rep ran several tests and observed the batteries draining at a rapid rate. The eight motion batteries were swapped out. Then the rep checked the charger board output; all chargers were within range in accordance with the advanced service manual. The imaging system then passed the system checkout and was found to be fully functional. A battery charger was returned unused to the manufacturer; no other parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system¿s motion batteries were not holding a charge. The motion batteries were showing red on the charger display and the machine would not move when unplugged. There was no patient present when this issue was occurred.